Manufacturer narrative:
The customer canceled the service call. The reported problem was resolved by the customer. No add'l info was provided.

Event description:
The customer reported that the 7900 system would not boot up. No pt injury was reported.